Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 04/04/2025, it was reported by a sales representative via email that an ar-3636 fibertak suture failed to convert and tensioning tail snapped. Bone density was normal and a 1.8mm drill was used. Another ar-3636 was used to complete surgery. No patient harm.

Manufacturer narrative:
Additional information: g3, h3, h6. The complaint device was not received for evaluation. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude the most likely cause. The most likely cause of the reported failure is user error, including excessive force on the shortening suture strands, which may break the strands and impair the ability to fully seat the implant. No additional force on the shortening suture strands is required. The complaint allegation could not be confirmed, as the device was not received for evaluation, and no evidence of the reported failure was provided.